Event description:
Customer reportedly received the following results on the active s system within 10 minutes: 279 mg/dl and 120 mg/dl; 235 mg/dl and 116 mg/dl. The comparisons were performed on the same date, 6 hours apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.